Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported via afssaps that the target device was found cracked during the surgery. It was further reported that the surgeon had difficulties to line up the devices. It was further reported that the target device has been sterilised before the surgery and the target device handle became cracked, the crack being noticed during the surgery.